Manufacturer narrative:
Results: the penumbra system aspiration pump max 110v (pump max) was able to generate vacuum within specification and was, therefore, functional. Conclusions: evaluation of the returned device could not confirm the complaint. The pump was able to generate vacuum within specification. The root cause of this complaint could not be determined. These devices are 100% visually and functionally tested during incoming quality inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a thrombectomy procedure, the hospital staff noticed that the gauge on the penumbra system aspiration pump max 110v (pump max) was not working because it was only registering -10 inhg to -15 inhg at maximum pressure. This issue was found prior to use and therefore, the pump max was not used for the procedure. The procedure was completed using a new pump max.